Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed severe blistering under the patches. The area was red and raised, with broken skin. The patient reported that the area was itching and burning. There was no alleged device malfunction contributing to the irritation. Patient was keep the patch off by a physician. Outcome of the irritation is unknown.